Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid and bupivacaine (unknown concentrations and doses) via an implanted pump for an non-malignant pain and failed back surgery syndrome. It was reported that the patient stated they were not getting any medication from their previous pump for close to a year before it was replaced. The patient clarified that they would go in for a refill and the healthcare provider (hcp) was getting 17 ml out of the pump and the pump only had 18ml so they weren't getting the medication needed for therapy. The patient mentioned that their pump was building fluid around the pump for close to a year. The hcp checked what the fluid was as there was question if it was spinal fluid or medication around the pump. The patient stated the hcp send in a sample for spinal fluid but the fluid was never confirmed so they were not sure what was around the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.